Event description:
The customer stated that he's been hospitalized three times in the past seven weeks. The first time was for diabetic ketoacidosis, with a blood glucose reading of 1200 mg/dl. The customer was delirious, under sedation and unconscious for three days. The second time, also for diabetic ketoacidosis, with blood glucose levels above 600 mg/dl and vomiting. The third time, for a bladder infection and diabetic ketoacidosis. Attempted to troubleshoot, but the insulin pump kept alarming after rewinding. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.